Manufacturer narrative:
Service & repair evaluation: the customer reported the 3rd party cable got stuck in the tensioner, and when removed the tensioner broke. The repair technician reported the nose piece was broken. The cause of the issue is unknown. The device was sent to the vendor for repair on (B)(6) 2017. The vendor reported the nose piece was missing. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. No service history review can be performed as part number 391.201 with lot number(s) p304225 is a lot/batch controlled item. The manufacture date of this item is 16-feb-2004. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Additional manufacture dates of this item are 3-mar-2004, 5-mar-2004. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. No ncrs were generated during production. DHR review for part #391.201, lot #p304225. Release to warehouse date: 16-feb-2004, 03-mar-2004, 05-mar-2004. Expiration date: n/a. Supplier: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service & repair department documented that the customer had used two (2) cable tensioners to tension eight (8) stryker 2.0 cables. The cable got stuck in the tensioners. They were unable to get the cable out of the tensioner so they cut the cable. No known impact or consequence in the surgery. Concomitant device reported: stryker cable 2.0 (part # unknown, lot # unknown, quantity # unknown). This is report number 1 of 2 for com-(B)(4).